Event description:
(B)(4). The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced urinary retention requiring increased frequency of self-catheterization, c. Difficile colitis related diarrhea, hospitalization for possible c. Difficile related diarrhea, fever, chills, fecal incontinence, rectocele, possible enterocele with vault prolapse, urinalysis showed recurrent utis, leukocytes, nitrates, proteinuria, and rbcs, urine culture showed escherichia coli (e. Coli), neurogenic bladder, voiding difficulties, diminished bladder capacity and sensations, decompensated detrusor, urinary obstruction, chronic inflammatory changes, palpation of urethra revealed possible sling material about mid-urethra, urethral stenosis, probable occluded urethra vs. Pipestem urethra, grade 2-3 cystocele along with the constriction ring of tile mid-urethra, pyuria, cloudy foul-smelling urine, lower abdominal discomfort and pain, benign left renal cyst, suprapubic pain, chronic cystitis, constipation, and chronic diarrhea.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions: pelvisoft biomesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisoft biomesh should not be used. Pelvisoft biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted. (B)(4).